Event description:
A customer reported that a corneal burn occurred at the incision site during a phacoemulsification with intraocular lens implant/vitrectomy procedure. The surgeon was able to complete the case after suturing the incision. The surgeon did not feel that the burn was related to the device. Additional information has been requested, but none is expected.

Manufacturer narrative:
The physician noted that the corneal burn was not related to the system. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined conclusively. (B)(4).